Event description:
It was reported that ongoing intermittent occlusion alarms occurred, resulting in blood glucose levels reaching 560 mg/dl. The customer addressed the high bg level by administering a correction bolus via the pump and did not require third-party assistance. Reportedly, the customer reverted to an alternate method insulin therapy.